Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the reported failure was confirmed. Failure analysis found the primary finding of instrument grips-tips broken to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.184" x 0.676" was found to be broken off. The broken piece was not returned. The complaint regarding cable in force bipolar was broken was confirmed by fa, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument was broken apart. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.